Manufacturer narrative:
Evaluation summary: a customer reported a shunt would not drain. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received. (B)(4).

Event description:
A customer reported that during a glaucoma filtration device implant procedure, it was noted that the device would not drain. The surgery was completed with another device. There was no report of patient harm. Additional information has been requested.